Event description:
The device was implanted on 11/18/92. Post op film showed one lock nut head in the central part of the wound. Pt was returned to surgery & the lock nut head removed without further incidence.